Event description:
Analysis was completed.

Manufacturer narrative:
Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to two compromised low voltage capacitors, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned for disposal. There were no allegations made against the functionality or longevity of this device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Further analysis is currently being conducted to determine the root cause for this observation. No additional information is available. Once analysis is completed, this report will be updated.